Event description:
A nisus pump was returned with a complaint alleging that the battery was no longer holding a charge but would operate from the charger cable as intended. No injuries or harm were reported. Upon inspection, it was discovered that the battery had experienced a short-circuit on the control board, causing thermal damage to the housing interior. No fault was found with the device or its circuitry. The nisus unit functioned as designed, when powered utilizing an external power source. No electrical anomalies or faults can be confirmed associated with the nisus device. Analysis of the event by the supplier of the associated lithium battery confirms the fault was likely the result of a short on the battery control board. This event has been reported to the manufacturer of the associated lithium batteries for further analysis.